Event description:
Pt reported that they underwent right total hip surgery in 2000 which required revision in 2004 allegedly due to breakage of the acetabular liner. Allegedly post revision, they developed an infection which required removal of prosthesis in 2004.